Event description:
"Upon starting my shift today, it was noticed that the calcium gluconate for a crrt(continuous renal replacement therapy) patient had not been infusing all night. The pump had been working the previous shift, the medication bag was changed 2/3 at 1855, it was appropriately spiked (drips seen in the drip chamber). The tubing was not changed within the pump, the pump was not stopped, the only thing adjusted was the volume to be infused. The pt's IV was functioning appropriately, it was checked with ultrasound overnight and had blood return. Once this was discovered, the medication and tubing were inspected, no issues found and was moved to a new pump. The medication immediately started infusing, drips were visualized in the drip chamber. IV pump number: 0394964".